Manufacturer narrative:
Follow-up #1 date of submission 07/05/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: a review of the black box data showed a call service 064 alarm. The alarm was duplicated during testing. During testing, an open trace was found at the motor connector; the motor was not working. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.